Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#:p2b0701), unknown egia su, unknown endo gia sulu (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a gastric bypass, after pressing the green firing button, the surgeon noticed that there is a noise from handle of the gun and it is not closing smoothly and it was very tough handling during the firing. The device was not able to fire. The reload did not deploy the staples when the surgeon tried to use the device outside of the patient. Another handle was used with the same reload however the issue remains. Another handle and reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d3(MFR name, street 1, MFR city, MFR region, postal code), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted the handle was squeezed repeatedly but the knobs did not advance. The staple cartridge of the attached reload could not be properly examined. Both handles appeared to open and close the jaws without difficulty. It was reported that the instrument was difficult to fire, the instrument did not fire, and the instrument made strange noise. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the jaw did not close smoothly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d10, g3, h3, h6. D10 concomitant product: egia60axt, egia60axt egia60 artic extra thicksulu (lot: unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the instrument firing knobs were retracted. The articulation lever was in neutral position. Functional testing found that the instrument was successfully loaded with a representative single use loading unit. The jaws fully clamped and unclamped repeatedly without difficulty. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack at site of initial firing post clamp up. It was reported that the instrument made a noise and would not fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. It was also reported that the jaws did not close smoothly. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.